Event description:
Pt had circumcision earlier in the day. When changing diaper found a moderate amount of bloody drainage from the circumcision site. Physician applied pressure but had difficulty controlling bleeding. Hollister plastibell removed. Finally controlled with silver nitrate. Hospitalization extended one day. Do not suspect long term effects.